Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported after a PICC replacement procedure that a male patient's device was leaking at the hub of the catheter junction. The patient had to return to the ir department for a new PICC rewired. The original device was secured with statlock, tegadern, and surgicel. The patient did not experience any additional adverse events due to this occurrence.

Manufacturer narrative:
A visual inspection of the returned device was performed. The returned product has tear in the clear tubing at the purple hub shown in the complaint photos. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that states, "the maximum pressure limit setting for power injectors used with the turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the flow rate indicated." A definitive root cause could not be determined. Measures have been initiated to address this failure mode. We will continue to monitor for similar complaints.